Manufacturer narrative:
Per tandem's user guide: if you drop your pump or it has been hit against something hard, ensure that it is still working properly. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was dropped and the touchscreen was shattered and was subsequently unresponsive. It was additionally reported that a cartridge alarm occurred, however, customer declined to troubleshoot for this issue and no further information was obtained. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to customer's blood glucose level.